Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant battery charge was not lasting as long as it should. Patient stated when they got the implant they were told it should be charging 1. 5 days and now charging every day and now charging even more than once a day. Patient mentioned their therapy is on all of the time. Patient confirmed they were getting excellent recharge quality when charging since they got their implant. Patient was not at home with their equipment and agent reviewed recharging their implant is based on usage and settings. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed mdt reps role.

Event description:
Additional information was received from the patient. Patient reported the issue has still not been resolve, and at this point they are unsure what to do. Patient noted they are disappointed in the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked if the cause of the implant battery issue was determined after meeting with their physician, the patient stated they were referred back to the manufacturer after speaking with their spine specialist. Patient was told a manufacturer representative (rep) would meet them at their appointment on (B)(6) 2024, but the rep did not show up. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the call, patient mentioned, they went to their doctor today. And a rep was also supposed to be at their appointment to help check settings, due to the charge frequency issue in this case, along with pt needing stim adjusted. Pt said, they wanted another program in, because they were having some pain. And didn't think the program they were on was giving them what they needed. Pt said, the event date was about 3 weeks ago. Then said, same as this case. Agent asked, if patient had tried to adjust stim on their own using controller, but patient wasn't sure how or what the groups and programs were. Agent reviewed: general info on groups and programs and reviewed how to increase and decrease stim. Pt was on group a and said they would try to increase stim on group a to see if that would help in the meantime.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.